Event description:
A lifecor patient services representative (psr) contacted lifecor customer support to report that the patient had bent pins inside the electrode belt connector. The psr had gone to do a follow-up on the patient before he was discharged. The patient was under the impression that he had to disconnect the electrode belt every time he went to the bathroom. The psr replaced the patient's electrode belt and remind the patient to never disconnect the electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn 79004066 has been completed. The problem was confirmed. Upon further inspection, the electrode belt had pins that were bent inside the connector. The root cause of the bent pins was probably excessive force applied to the connector during mating. The connector was forced into the monitor which defeated the connector keying mechanism and allowed the pins to misalign with the mating sockets. The damaged electrode belt connector was replaced. The electrode belt was retested and then restocked. No adverse event resulted from the bent pins. The patient received a replacement electrode belt.